Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the pump settings verified that the bolus delivery was set to slow. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates and there was no activity outside of normal use observed in the black box or download history. The pump was exercised for 24 hours at 1 unit/hour and reflected 24 units at the end of testing. There were no defects found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was taking longer to deliver insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.this is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.